Event description:
It was reported that during revision procedure of right atrial lead, the patient experienced bradycardia, loss of sensing and capture were noted. Visual inspection of the lead revealed the outer insulation appeared to be twisted. The lead was explanted and replaced.